Event description:
It was reported the cause of death was fungemia and the outcome was secondary to pump infection. The device operated as intended and no products will be returning.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remained in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was not disclosed. Whether the outcome was device or therapy related was not provided by the customer. Additional information was unknown.